Manufacturer narrative:
The investigation into the low pump flow has been completed. The pump was not returned for investigation. Data logs show consistently low pump flow throughout the case without any motor current spikes. Additionally, there were reported downward trends in the placement signal and suction condition from the beginning. As per the clinical, patient had short aortic root. The cause of the low pump flow issue was most likely patient condition related based on data log review and provided clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 28-year-old female noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant had an impella cp support ongoing for a younger patient with non-hodgkins lympoma. The patient needed the support for a hrpci. The pump was placed but despite all re-positioning attempts the team found flows to be low. The pump remained on for the support of the hrpci and was then explanted.